Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced a loss of stimulation. Diagnostics indicated invalid impedance readings. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, effective therapy was reportedly restored. Device information was requested, but was not provided to the manufacturer.